Event description:
Device issue: none. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that after the xience v stent was deployed in the predilated mid left circumflex artery at 16 atm, an edge dissection was found at the distal end of the stent. It is surmised that the cause of the dissection was the balloon on the stent delivery sys. Another stent was used to successfully treat the dissection with subsequent good timi 3 flow. The pt was discharged after 2 days. There was no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device remains in the pt. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The reported pt effect of dissection, as listed in the product risk assessment and instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. All products are subject to a 100% inspection by mfg. In addition, a quality control audit inspection is performed to verify product quality.